Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of lobectomy, they connected the reload and the handle and checked jaws opening/closing. The surgeon pushed the green button, however could not squeeze the handle and could not fire the device. It was replaced by new reload and connected it to the same handle and the firing was completed. The surgical time was extended by less than 30 min. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. 1219930-2018-04543-1 if information is provided in the future, a supplemental report will be issued.